Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found no anomaly. Analysis of the catheter (s/n: (B)(4)) found the catheter body was occluded by dried drug or blood. There was foreign material on the body of the catheter. Analysis suggested the catheter was left dormant in the intrathecal space since 2009. Analysis of the catheter (s/n: (B)(4)) found the catheter body was densely occluded with dried drug or blood. There was an indent down in the cup of the sc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fluctuation of therapy. There was the inability to aspirate the catheter. Neither a dye or rotor study were performed. Although there was no suspicion of issue with the pump, the physician elected to replace both the pump and the catheter. There was no patient injury and the patient recovered without sequela. This device system reportedly did not delivery baclofen/lioresal but rather ¿other¿ medications which were not provided.